Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Upon inspection, it was observed that two pins were missing. One on the distal end and the other on the proximal end, which connect the sync arm links. One of the two pins came with the catheter guide, but the second pin was missing. No physical damages were found on the catheter guide, and no cracks were observed at the distal mount or crazing on the sync arm links. The pca board did not have any damages. The catheter guide was placed on the in-house system and passed initialization. The root cause of the missing pins is not established.

Event description:
It was reported that after an ion endobronchial lung biopsy procedure, the metal pin at the distal end of the catheter guide was missing. No issues experienced during the case. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
On 29-apr-2024, additional analysis investigation was completed: a visual inspection confirmed that two dowel pins were missing. The link holes at the location of the missing dowel pins were inspected. It was observed that the heat stake domes were not present at either location. RMA was reviewed with catheter guide manufacturing engineer. The heat stake domes not being present indicate that the manufacturing step to heat stake and the step to verify the heat stake were missed.

Event description:
Refer to h10/h11 for follow-up information.